Manufacturer narrative:
B5, h6 b5, h6.

Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level. Bg value not provided, cause was not known. Additionally, the customer experienced a seizure. A glucagon injection was administered by the customer to address the bg prior to going to the ER. In the ER, the customer was treated with intravenous fluids of saline. The customer was discharged from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level. Bg value not provided, cause was not known. Glucagon was administer by the customer to address the bg. Customer was discharged from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.